Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device thought a shock was delivered. It was also reported that the patient's remote home monitoring system displayed a red blinking light. The local boston scientific field representative was unaware of any further information. There were no adverse patient effects reported. The device remains in service.